Event description:
Patient had arthroscopic surgery for labral tear on right shoulder on (B)(6) 2005. A second surgery for the same issue was done (B)(6) 2005. Pain care 4200 was used. Patient alleges severe osteoarthritic degenerative changes of the glenohumeral articulation. In (B)(6) 2009, dr. (B)(6) diagnosed chondrolysis.